Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device check, myopotential oversensing on ventricular lead was observed. Patient had a sick sinus syndrome and was pacing in atrium 100% of the time. Programming changes were made to solve the myopotential oversensing issue. Patient was doing fine with no adverse consequences.